Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. It was reported that the customer checked blood glucose and it showed numbers but insulin pump will not give insulin. Due to exposure to fluid present under lcd display and there was crack on battery and reservoir compartment. The insulin pump will not be returned for analysis.